Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported extremely high bg readings when compared to a low bg reading from his non-dario meter. The user also reported that his usual bg reading is below 135 mg/dl.